Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure for the right ventricular (rv) lead, the patient experienced a perforation and effusion when the catheter was pulled to give the lead some slack. The lead remains in use. No further patient complications have been reported as a result of this event.